Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a reader position issue with no telemetry when attempting to set up a remote monitor for a leadless implantable pulse generator (ipg). The patient called for assistance after receiving the new monitor two days prior and was unable to successfully complete the monitor setup, as the progress bar did not fill and transmission was not successful. Troubleshooting steps included adjusting the monitor position, power cycling the monitor, placing a dry washcloth between the reader and the implant, removing possible interference within six feet, and attempting transmission in another room, but all attempts were unsuccessful. The patient was referred to the clinic. The leadless ipg remains in use. No patient complications have been reported as a result of this event.